Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor readings, and experienced seizure and loss of consciousness. The customer was taken to hospital where a laboratory blood glucose result of 52 mg/dl was obtained. The customer was treated with glucose infusion for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. The sensor was de-cased and visual inspection has been performed, no issue were observed. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor readings, and experienced seizure and loss of consciousness. The customer was taken to hospital where a laboratory blood glucose result of 52 mg/dl was obtained. The customer was treated with glucose infusion for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.